Event description:
It was reported that during an unknown procedure there were not well formed b shaped staples. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with ecr45b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Area of malformed staples? What was the appearance of the malformed staples (irregular shapes, legs straight)? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What other color cartridges were used before and after this event? If buttressing material was utilized, which product was used? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?